Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer declined to return the set for evaluation.

Event description:
The customer reported vague details about a patient that had significant amount of blood loss leaking through a tear in the IV tubing. The tear was reported to be below the pump before the first smart site injection set. There was no report of patient harm or medical intervention. The customer stated that no further details will be provided.